Event description:
It was reported that a spectrum pump under infused during testing. The parameters used were 10¿40 ml for the low end test and 200¿800 ml for the high end test. Each unit measured below 175 ml at the high end, which was recorded as a failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported issue of was not reproduced. The device was tested for flow rate accuracy and delivered within specification with passing results. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that any parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause was not determined and no correction is required. Should additional relevant information become available, a supplemental report will be submitted.